Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system temperature is reported to be high, and the solenoid valve block is found to be leaking. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e2, e3, g2, g3, g6, h2, h10, h11 corrected data: b3.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. Despite our best efforts, no repair information and no status of the iabp has been received. Completed repair with all functional and safety tests per manufacturer specifications. "If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.